Manufacturer narrative:
According to the facility, the patient was burned by the pad. The burn was identified at the end of the case as they were taking the grounding pad off. The patient was in lithotomy position and the pad was on the patient's right outer upper thigh. The cqms alarm did not go off at all and the pad was fully stuck to the patient throughout the case. No adjustments were needed. There was no further information. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the facility, the patient was burned by the pad. The burn was identified at the end of the case as they were taking the grounding pad off.